Event description:
Reporter alleged the blood glucose device memory contained a result of "lo" which he does not remember ever receiving. Reporter stated when checking the device memory for the morning result of 253 mg/dl, it was present; however, the alleged "lo" was entered right after it while reportedly only took one test in the morning. A request was made for the return of the suspect device and replacement product was sent.